Manufacturer narrative:
Concomitant medical devices: 694865 lead, implanted: (B)(6) 2006.

Event description:
It was reported the patient received high voltage therapy for noise. The patient has a right ventricular (rv) lead pacing lead and a capped rv high voltage lead and lead to lead interaction is suspected. It was further reported the nonphysiologic noise on the electrogram did not result in incremental changes on the sensing integrity counter (sic). The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.